Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient is under two year age, which is against user guide specifications. The patients mother did no calibrate according to user guide specifications. The patient's mother did not report injury or medical intervention.